Event description:
Reporter alleged obtaining discrepant blood glucose readings of 149 mg/dl and 63 mg/dl on a pt using advantage system 1 compared back to back with a result of 142 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (unk lot # and expiration date). Reference medwatch report with a1 pt for the suspect device used in system 1.